Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient treatment, the ventilator gave an alarm indicating the stop of ventilation, together with other alarms that indicate ventilation and communication errors. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device expiratory pc board was replaced and sent in for investigation. The returned pc board was mounted into a ventilator for simulated use testing. The system pre-use check passed without deviations and the simulated ventilation test did not generate any alarms. The function of the board was according specifications. The review of the device logs can confirm the generation of the reported technical error codes one day before the given date of event at 05:25 am. The event date is updated accordingly. Generated alarms were silenced by the operator at 05:26, indicating that the device was under surveillance by an operator. The ventilator was set to stand-by at the time 05:30 am by the operator. The cause to the this event cannot be determined by the investigation of the returned expiratory pc board. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).